Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09may2020.

Event description:
The customer reported that the battery does not charge. The customer contacted product support and requested for service repair. The customer is reporting the v60 battery is 10.3 volts after charging for 24 hours. The product support recommended ordering and replacing the battery. The customer reported that the unit was not in use on a patient. The customer replaced the battery to address the reported issue.